Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck was approximately 32 mm in diameter at the level of the renal arteries and 1 cm in length. It was reported that during a routine follow-up the stent graft was found to have migrated and was 2 cm from the renal arteries. It is unknown how far below the renal arteries it was originally implanted. There is a proximal type I endoleak present. The current aneurysm size is unknown. The current aortic neck diameter is 37 mm and this is where the stent graft is located. There is 45 degree angulation of the aortic neck. No intervention has been performed. The patient is asymptomatic and will be monitored. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent graft migration, endoleak). Patient's condition affected effectiveness of device (disease progression, aortic neck dilatation). Evaluation conclusion: inherent risk of a procedure (stent graft migration, endoleak). Device failure related to patient condition (disease progression, aortic neck dilatation).